Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, belfast on the 8th august 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017, and the device passed an auto self-test, then passed a self-test during a manual power cycle. The pad-pak was removed and reinstalled on several occasions. The device successfully performed all subsequent weekly auto self-tests up to and including the last log entry on (B)(6) 2017. Upon visual inspection of the returned pad-pak, the pad-pak locator pin on the battery terminal side was observed to be missing. The device had failed to power on with the user due to incorrect installation of the pad-pak. The returned sam pad device performed to specification throughout testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red status indicator flashing.